Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system- controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-april-2021 / serial#: (B)(6) d9: no h3: no h4: mfg date: 29-april-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient was found deceased at home, sitting in a chair. The patient was holding two fully charged batteries one in each hands and both batteries were disconnected from the controller. The shoulder pack was on the knees of the patient. The patient was known to be compliant and had no history of issues with double disconnection of batteries. There was no intention of suicide reported.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b.3) date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) was not returned for evaluation as it remains implanted. One (1) controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. The returned controller (B)(6) passed visual inspection and functional checks. The internal visual inspection detected a crack on the standoff post 1. This is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post cracks was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed (B)(6) was the primary controller in use during the reported event. Analysis of the event log file associated with (B)(6) revealed a controller power up without an associated pump start event logged on 2 6/mar/2025 at 11:51:17, indicating a loss of power to the controller. The power sources logged prior to the event were (B)(6) in power port one (ps1) with 40% relative state of charge (rsoc) and (B)(6) on power port two (ps2) with 22% rsoc. The power sources logged after the event were (B)(6) in ps1 and (B)(6) in ps2. The controller was off for approximately 5 days. No anomalies were recorded leading up to the event. Log file analysis did not reveal any alarms within the analyzed period. As a result, the reported loss of power event was confirmed. A possible root cause of the loss of power event can be attributed to the double disconnection of power sources as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.